Event description:
Customer reporting that their gurney has a broken patient safety side rail. No patient injury reported.

Manufacturer narrative:
Customer reported that the patient safety side rail was broken. No patient injury was reported. As this loss of functionality of the patient side rail could potentially lead to a patient incident we are reporting eventhough no patient incident was reported. The gurney was evaluated by sechrist trained technician and the damage found is indicative of excessive force being exerted on side rail. The type of force needed to break the side rail is not normally seen in normal usage settings. There is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe use of the device. Therefore, no corrective or preventive actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no.: (B)(4).